Event description:
I had a partial knee replacement on (B)(6) 2008. The implant now is detaching from the bone. I have to have surgery in the next 3-4 weeks because it is infecting my femoral and tibia bones.